Manufacturer narrative:
B5 verbiage:- the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging stopped using the device after seeing ent before surgery and surgery on (B)(6) 2023 with an overnight stay. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. In addition, box b is updated/corrected to adverse event from product problem and "type of reported complaint" is also updated along with code for "health impact grid" in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.